Event description:
The cable at the tip snapped during the case. Has been reported to intuitive surgical and returned. Manufacturer response for megasuture cut robotic instrument, (brand not provided) (per site reporter). Issued RMA#.